Manufacturer narrative:
A ge service representative performed an on site investigation. The cmos was reset during the service call. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported the system failed to boot up. There are no report of patient injury or death associated with this event.